Event description:
On (B)(6) 2012, the pt underwent a trial procedure and received a lead. During the procedure, the pt experienced a wet tap. The pt also experienced a headache and pain in his legs. The pt was treated with a blood patch. The lead was removed and over time, the pt felt better.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.